Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a volt procedure, a cardiac perforation occurred with subsequent tamponade requiring open heart surgery. Transseptal puncture was performed and the volt catheter was introduced into the left atrium. The volt catheter was inserted in the right pulmonary vein and inflated. However, since the baseline could not be completed in the right superior pulmonary vein, the volt catheter was pulled back and turned to the left side and baselined. During the first application in the left superior pulmonary vein the patient became hypotensive and ablation was stopped. The case ended with open heart surgery to repair a 5 mm hole in the left atrium right sided posterior wall. The patient has since recovered. There were no alleged performance issues with any abbott devices. The physician alleges that the cardiac perforation may have occurred after transseptal puncture. Following transseptal puncture the agilis sheath and volt catheter were inserted and pfa was performed.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Log files were submitted to product performance engineering and were reviewed; no anomalies were noted. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.